Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's extension had high impedances during a ipg replacement. Surgical intervention was undertaken, and the extension was explanted and replaced.